Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula which led to high blood glucose level therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to severe diabetic ketoacidosis. Her highest blood glucose level was over 800 mg/dl. She had a heart attack and according to the patient, her kidneys "shut down". Moreover, the infusion set had been used for less than 72 hours. Further, she was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, antibiotics, unspecified (drug name unknown) medication and medication for her heart as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.